Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump alarmed with no delivery during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not be initiated for the no delivery since she resolved the issue by changing the infusion set and reservoir. The reservoir and infusion set were returned for analysis and replacements of each product were shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set. No occlusion was noted.